Event description:
During a coronary stent procedure, the physician was attempting to retract the delivery/stent device back into the guide catheter, the stent dislodged and remained in the brachial artery. Another manufacturer's stent also dislodged during the same procedure. Pt status is listed as "okay".